Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the jaw was not aligned properly. Also, the device could not seal the tissue and smoke reeked up during activation. Another device was used to complete the procedure. There were no adverse consequences for the patient.